Event description:
The customer reported that all infusion pumps in two intensive care units in rosenheim became disconnected. The users manually reconnected the pumps through reassignment in icca. After reconnection, however, the infusion volume was no longer calculated correctly. Consequently, due to the incorrectly displayed infusion volume, a patient was mistreated, and limited harm was reported (minor impairment) however clinical procedure was completed as planned. A good faith effort was initiated following the minor impairment report. It was noted that a delay in administering diuretics resulted in an extended ICU stay and prolonged ventilation for one patient. Although multiple patients were affected, the exact number is not known. All affected patients were reported to be stable and were transferred out of the intensive care units. An extended stay was confirmed for one patient. No further information is available. As the device behavior resulting from misleading information may have caused or contributed to patient harm that was life threatening - resulting in delayed treatment, extended stay in ICU and prolonged ventilation, is considered a serious injury; therefore, this event is reportable.

Manufacturer narrative:
E1 reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). This MDR is submitted for a serious injury reported by the customer. However, philips concluded that the incident occurred due to customer infrastructure limitations. A review of the reported issue determined that there was no malfunction of the icca system. The issue was resolved on site by relocating icca backup files to the c drive to free up sufficient disk space, followed by restarting the relevant services. The system was subsequently restored to operational use. The investigation confirmed that icca was functioning as designed. However, the patient received the delayed treatment and had prolonged ICU stay. As a result, this event is considered a serious injury and is reportable.